Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries are not charging/holding a charge.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) spoke with biomed about the issue before arriving, and the customer stated that the unit was reseated in the base and plugged up the unit. The unit charged as expected to full charge. Upon arrival of the fse onsite, the unit was found fully charged. The fse performed test unit on battery, and the units battery passed battery cal. The fse then completed repair with all functional and safety tests per manufacturer specifications. The unit was returned to the customer for use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries are not charging/holding a charge. There was no patient involvement.